Event description:
Healthcare professional (hcp) reported during a scheduled trabeculectomy in the unknown eye, the surgeon found a fistula in the path of the xen®45 gts implant. The trabeculectomy was not performed and the device has been explanted following an extrusion. This is the same patient reported under MDR ID 3011299751-2022-00096 (allergan complaint (B)(4)).

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.